Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they are experiencing low blood glucose level at night and thinks that the insulin pump may be over delivering insulin. Blood glucose ranged from 270 mg/dl before bed time to 50 mg/dl. Customer tried not to deliver micro bolus before going to sleep but it is still happening. Customer treated with glucose tabs to stabilize blood glucose. Blood glucose level at the time of the call was 140 mg/dl. Customer did not indicate if auto mode feature was active at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. A water filled reservoir was used during testing. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. Device was programmed with basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. No bolus delivery anomaly or history anomaly noted during the testing. No under delivery anomaly or over delivery anomaly noted. Device was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. Device was then programmed for auto mode. The display showed the calibrate your sensor alarm properly after completion of the auto mode warm up. Device sensor feature and the auto mode connection are working properly. No sensor related errors or anomalies were noted. No auto mode anomaly noted during testing. (B)(4).